Event description:
It was reported that the patient was scheduled for "redo revision of vns generator and electrode" due to malpositioned vns. The patient had previously had revision surgery due to neck pain and electrode migration which was for patient comfort per the physician. Information was received from the surgeon's medical assistant noting that after the patient's revision surgery in march she said she was doing well. Then last month she reported tenderness at the neck incision site that was inhibiting movement. It was noted that chest and neck x-rays showed generator and electrode in expected position; x-rays have not been reviewed by the manufacturer to date. When the left neck incision was palpated there was no abnormality found but it was tender. The generator seemed to be secured. He said for the upcoming surgery they plan to check the electrode placement on the nerve, and move the generator up closer to the clavicle to prevent tension in the lead that is potentially causing the pain. They said that the surgery is to alleviate pain and decrease symptoms of palpitations and shortness of breath. When asked about the cause of the palpitations and shortness of breath, it was noted they are not positive of the cause but they think it could be due to the placement of the device so they think it may help to move the device closer to the clavicle to reduce tension in the lead. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Manufacturer narrative:
(B)(4).

Event description:
The generator was replaced. It was noted that the surgeon went into the pocket to release tension by removing and replacing the anchor supports, and he decided to replace the generator prophylactically to mitigate the risk of infection. The explanted generator has not been received to date. No further relevant information has been received to date.